Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient and there was no reported device malfunction associated with the clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dyspnea, angina and worsening heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the heart failure. It was reported that the patient underwent the mitraclip procedure on (B)(6) 2018. On (B)(6) 2019 the patient was admitted through the emergency department with shortness of breath and chest pain. The patient was diagnosed with acute on chronic systolic and diastolic congestive heart failure. Intravenous diuretic medication was administered and the patient was then transitioned to oral medications (home torsemide dose was increased). The condition resolved and the patient was discharged from the hospital on (B)(6) 2019. An echocardiogram was not performed. No additional information was provided.